Event description:
After the panta nail set was sterilized, some items are rusty. The panta nail set has been sterilized fourteen times. Each component of the panta nail set has been reported under the following list of MDR numbers; however, all are related to the same event. 9615741-2007-00047, -00048, -00049, -00050, -00051, -00052, -00053, -00054, -00055, -00056, -00057, -00058, -00059, -00060.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported information.